Event description:
The customer reported that the insulin pump did not beep or vibrate. Ran a self test twice and the device did not vibrate. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.